Event description:
In was reported, the pt's ipg was angled inside the pocket site; the pt had lost weight since the scs system implant. It was reported, the issue was not causing discomfort or disruption of the stimulation. F/u identified the physician moved the ipg just above her previous pocket location on (B)(6) 2012. It was reported the pt was well, and the stimulation was regained postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.